Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the peeling coating was likely due to physical stress, chemical stress, and the device storage environment. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The following ifus allow users to reduce/prevent the occurrence of such events. ·important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing the subject device for an unspecified diagnostic procedure, a leak was observed coming from the rubber covering (a-rubber). Another similar device was used to complete the procedure with no delay due to the event. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the connecting tube was peeled off. This report is being submitted for the malfunction (coating peeled off).

Manufacturer narrative:
Upon further evaluation of the device, service observed a leak due to perforations in the a-rubber. The distal end was dented and leaking. The electrical connector demonstrated corrosion due to the leakage. The adhesive around the lenses was worn, and the connecting tube was dented and had scratches. The universal cord was dented. The angulating in the up direction was out of specification due to wear of the angle wire. Switch #2 was broken and not working. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.